Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The proximal set up joint (suj) was analyzed and found to in system logs, error 23087 was found indicating a hall edge to encoder error on the z-axis gravity motor of the set up joint (suj) proximal. It was coupled with errors 23007 and 26015 indicating joint issues during wiggle test thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered error 23087 at startup and in the logs along with errors 23007 and 26015 thus replicating the reported event. The unit was then installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. The complaint regarding recoverable faults was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer was getting recoverable fault 23087, tried to recover but had no luck. Technical support engineer (tse) had the customer hard power cycle the system but the error persisted. Customer mentioned they have procedures lined up for tomorrow that requires all 4 arms. This issue was previously reported and has returned. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal setup joint (psuj) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
The probable root cause is attributed to sensor errors resulted from faulty dme board and cfs motor rotor, both components located on proximal suj inner.

Event description:
Refer to h11 for follow-up information.